Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged elevated blood glucose for approximately seven hours shortly after initiating therapy with the ilet system, without device alerts or alarms and with no observed issues with the infusion set or cartridge. Symptoms included hyperglycemia that later resolved, with a subsequent blood glucose of 82 mg/dl. Outcomes included user counseling on hyperglycemia management, reinforcement of ketone action planning for sustained highs, and education on the system¿s adaptive algorithm and the expected learning period. Investigation was technical troubleshooting via patient interview, including questions with the patient to troubleshoot and assess the infusion set and cartridge for visible problems and review the use conditions. Investigation of this case revealed no evidence of device malfunction, occlusion, or supply failure. The event was consistent with early algorithmic adaptation. It was concluded that the event was related to therapy learning rather than a device defect. The cause of hyperglycemia was determined to be unclear, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.